Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged twice. The lead was eventually fully retracted and reimplanted. It was noted the procedure was prolonged by approximately 30 minutes. No patient complications have been reported as a result of this event.